Event description:
The following was reported to gore: on (B)(6) 2026, during a physician-modified endograft (pmeg) procedure, an 8fr cook sheath was used to advance a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The vbx device was intended to be advanced into a 12mm portal of a gore® tag® thoracic branch endoprosthesis (tbe device). As reported, the vbx device advanced smoothly until it reached the target treatment location (unspecified). The vbx device was not able to pass through the tbe device portal. The vbx device was removed through the sheath with no issues, then the portal was ballooned. The same vbx device was advanced again. At this time, it was realized the vbx stent was missing and had dislodged. Fluoroscopy was used in attempts to locate the dislodged vbx stent. The back table was also checked, but the vbx stent was not located. A new vbx device was implanted without difficulties. It was reported the technicians were unsure if the first vbx stent was on the balloon catheter during prepping or removal of the vbx device. The patient did not experience any adverse consequences. It was reported further search is planned for the missing vbx stent.

Manufacturer narrative:
H6 - code c19: a review of the manufacturing records indicated the device met pre-release specifications. H6 - code b17: dislodged stent was not returned. Instructions for use warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.